Event description:
Additional information received reported that the trial extension was frayed because it had been tugged on. It was removed and discarded in the or. It was noted that the patient did fine with the trial.

Event description:
It was reported that the patient needed to have a revision due to an extension issue. It appeared the extension had been pulled hard and the wiring was frayed. The patient was not feeling stimulation. The lead was tested and patient got stimulation with the lead alone. A new extension was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext. Product type: extension. (B)(4).